Event description:
It was reported the patient had fallen and broke his left leg. Subsequently, th patient has been going through physical therapy. The patient is experiencing weakness in the quad area of his right leg. The patient was advised to turn off his scs system to determine if the weakness subsides or continues. At this time it is unknown whether the muscle weakness is related to the scs system or not. Follow-up identified the patient has experienced increased pain and spasms from lack of stimulation. Additionally, surgical intervention will be taken at a later date to resolve the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.